Manufacturer narrative:
The investigation of high purge pressure has been completed. Pump was not returned for investigation. The data log shows a quick rise in purge pressure with a purge system blocked alarm, which resolved in 10 minutes. According to the clinical details, a purge line kink was noted near the purge cassette door. The cause of the high purge pressure issue was most likely kinked purge line near purge cassette door, based on given clinical. B2 date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27287. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27287 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that them pump presented high purge pressure. The high purge pressure alarm was discussed with the nurse and a kink was found in line near the purge cassette door. However, a few days later the family decided to withdraw care and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen."